Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient has undergone an uphold procedure on (B)(6) 2014. According to the complainant, during the procedure, the needle/dart from uphold lite detached and ultimately left in situ. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.